Event description:
The customer reported an alarm and insulin squirting out during the manual prime process. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to loose drive support disk.